Event description:
It was reported that post op a sleeve gastrectomy procedure, fourteen days post op the patient returned for bleeding. The patient had a fistula and a stricture. A hemostatic agent was used and the patient is still in the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. How many days post operatively did the patient return? 14. Did the patient have a drain placed? No. Did the patient require a transfusion? No. Did the patient have a fistula? Yes and also a stricture. Was surgiflo hemostatic used? Yes. How was the bleeding identified, endoscopic or laparoscopic approach? Endoscopic. Was this intra abdominal or intra luminal bleeding? Intra abdominal. On what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Post operative complication, no signs of product failure during the surgery. During which stroke did the event occur? Does not apply. What color cartridge was being used? Green and blue. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Patients preexisting conditions? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No. Was the patient taking any anticoagulants or dvt prophylaxis? How is the patient currently? Hospitalized, probably a prothesis will be used. Is the patient expected to have a full recovery? Note: this patient already had been operated of a sleeve gastrectomy 3 years ago.